Manufacturer narrative:
Continuation of medical devices: ddbb1d1 ICD implanted: (B)(6) 2017 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high superior vena cava (svc) coil impedance. The svc coil was inactivated and a new rv lead was implanted to function as a pace/sense lead. No patient complications have been reported as a result of this event.